Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 780 mg/dl. The customer reported getting no delivery alarms the past three weeks prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. Checked bolus history and found no boluses were delivered for three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.